Event description:
The following was received 02jan2024 via medwatch report # mw5149190: there was blood streaking, flecking, and helium in iab (intra-aortic balloon). The initial reporter asked to remain confidential. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2248146-2023-00729. Please refer to mfg report number 2248146-2023-00729 for all information for this complaint event. Please cancel this mfg report number in your database.

Event description:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2248146-2023-00729. Please refer to mfg report number 2248146-2023-00729 for all information for this complaint event. Please cancel this mfg report number in your database.